Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed failure analysis. The medium-large clip applier instrument was analyzed and found to found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not properly release a clip, leading to the clip falling inside the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the event occurred, the surgeon was opening clip to attach to a duct while performing a cholecystectomy. It is unknown how long the instrument was in use before the event occurred. The surgeon noticed that at the time the issue occurred, the clip would not remain on the instrument. It is unknown if the instrument collided with any other hard material. The surgical staff did not report any damage to the cannula after the event occurred. No damage to the instrument was noted after the event occurred. The clip that fell inside the patient was unable to be located and was not retrieved. It is unknown if any post operative tests like an x-ray or ultrasound were performed to check for the clip. The patient has not returned to the hospital due to experiencing any procedural complication. There are no photographic images of the device or a video recording available for review.